Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that when changing the battery, the pump had no power after attempting two different lithium batteries in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-oct-2018 with the following findings: the battery compartment was found to be cracked. There was evidence of moisture corrosion in the battery compartment. The pump could not power on.